Event description:
As reported to coloplast though not verified, patient was implanted withmesh product. Later patient expereinced mental and physical pain and suffering and will likely undergo further trteatment and procedures.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): device not returned.